Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') and pelvic inflammatory disease ('pid') in an adult female patient who had essure (batch no. C51348) inserted for female sterilisation. The patient's medical history included nulliparous. On (B)(6) 2015, the patient had essure inserted. On (B)(6) 2018, the patient experienced pelvic inflammatory disease (seriousness criterion medically significant), 2 years 8 months after insertion of essure. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). The patient was treated with surgery (laparoscopic hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2019. At the time of the report, the pelvic pain and pelvic inflammatory disease outcome was unknown. The reporter considered pelvic inflammatory disease and pelvic pain to be related to essure. The reporter commented: insertion details: both ostia seen 4 coils in utero on the right and 3 on the left. Diagnostic results (normal ranges are provided in parenthesis if available): magnetic resonance imaging on (B)(6) 2018: bilateral adnexal metallic implants, presumed to represent the essure implants. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 9-dec-2020: medical records received. Case upgraded to serious incident. Reports, date of birth, medical history, lab data, essure removal date and event pid added a technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain / localised pain') and pelvic inflammatory disease ('pid') in a 35-year-old female patient who had essure (batch no. C51348) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included nulliparous. On (B)(6) 2015, the patient had essure inserted. On (B)(6) 2018, the patient experienced pelvic inflammatory disease (seriousness criterion medically significant), 2 years 8 months after insertion of essure. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dyspareunia ("dyspareunia"), mental disorder ("psychological/psychiatric problems") and bladder disorder ("urinary/bladder problems"). The patient was treated with surgery (laparoscopic hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2019. At the time of the report, the pelvic pain, pelvic inflammatory disease, dyspareunia, mental disorder and bladder disorder outcome was unknown. The reporter considered bladder disorder, dyspareunia, mental disorder, pelvic inflammatory disease and pelvic pain to be related to essure. The reporter commented: insertion details: both ostia seen 4 coils in utero on the right and 3 on the left. Some of the events are still ongoing and are not clear which of them are. Diagnostic results (normal ranges are provided in parenthesis if available): magnetic resonance imaging - on (B)(6) 2018: bilateral adnexal metallic implants, presumed to represent the essure implants. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2021: essure removal date updated; event "pain" description updated; events "dyspareunia", "psychological/psychiatric problems" and "urinary/bladder problems" added. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') and pelvic inflammatory disease ('pid') in a 35-year-old female patient who had essure (batch no. C51348) inserted for female sterilisation. The patient's medical history included nulliparous. On (B)(6) 2015, the patient had essure inserted. On (B)(6) 2018, the patient experienced pelvic inflammatory disease (seriousness criterion medically significant), 2 years 8 months after insertion of essure. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). The patient was treated with surgery (laparoscopic hysterectorny with bilateral salpingectomy). Essure was removed on (B)(6) 2019. At the time of the report, the pelvic pain and pelvic inflammatory disease outcome was unknown. The reporter considered pelvic inflammatory disease and pelvic pain to be related to essure. The reporter commented: insertion details: both ostia seen 4 coils in utero on the right and 3 on the left. Diagnostic results (normal ranges are provided in parenthesis if available): magnetic resonance imaging - on (B)(6) 2018: bilateral adnexal metallic implants, presumed to represent the essure implants. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 18-dec-2020: quality safety evaluation of ptc. On 18-dec-2020: no new information. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain after essure insertion/ pain / localised pain, sometimes stabbing') and pelvic inflammatory disease ('pid') in a 35-year-old female patient who had essure (batch no. C51348) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she has had no ultrasound scan done after the procedure to look at the position". The patient's medical history included polycystic ovaries in 2008, pain menstrual in 2006, nulliparous, hair growth increased, loss of weight and bulimia. On (B)(6) 2015, the patient had essure inserted. On (B)(6) 2018, the patient experienced pelvic inflammatory disease (seriousness criteria medically significant and intervention required), 2 years 8 months after insertion of essure. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dyspareunia ("dyspareunia"), bladder disorder ("urinary/bladder problems") and mental disorder ("psychological/psychiatric problems"). The patient was treated with surgery (laparoscopic hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2019. At the time of the report, the pelvic pain, pelvic inflammatory disease, dyspareunia, bladder disorder and mental disorder outcome was unknown. The reporter considered bladder disorder, dyspareunia, mental disorder, pelvic inflammatory disease and pelvic pain to be related to essure. The reporter commented: pain returned after hysterectomy, pelvic adhesions were suspected. Diagnostic results (normal ranges are provided in parenthesis if available): magnetic resonance imaging - on (B)(6) 2018: bilateral adnexal metallic implants, presumed to represent the essure implants. Focal adenomyosis associated with the left lateral uterine wall; in 2020: fluid loculations within the pelvis, suggestive of pelvic adhesions. Ovaries appeared normal. Pathology test - on (B)(6) 2019: histopathology report: macroscopic: partly-bisected uterus and cervix (9 cm fundus to cervix, approximately 6 cm laterally and 4 cm with attached tubes including the fimbrial ends. The ovaries are not present. Tissue has been stripped from the isthmic portion of both tubes to reveal luminal essure implant. The myometrium appears diffusely thickened with no focal lesions. Microscopy: the endometrium shows late secretory/menstrual features. There is no endometritis, hyperplasia, atypia or malignancy. Unremarkable myometrium and fallopian tubes. The cervix contains a microscopic benign leiomyoma, but is otherwise normal. Physical examination - on (B)(6) 2018: examination: pyrexial. Abdo nad v/e: no cervix excitation ut n/s a/v adnexae normal but generally a little tender. No masses. Swabs. Diagnosis: pid ¿ secondary lo essure. No evidence of a perforation. Ultrasound pelvis - on (B)(6) 2018: anteverted uterus normal in size and shape, ap = 44.1 mm, normal in echotexture. Endometrium regular measuring 8 mm. Normal appearances of both ovaries. No free fluid or any obvious adnexal cysts or masses. Us pelvis report: no abnormality seen. Concerning the injuries reported in this case, the following one/ones were described in patient¿s medical records: pelvic pain. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 26-mar-2021: medical records received. New reporters, patient's medical history were added. Patient's initials were updated. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer (subsequently medically confirmed) and describes the occurrence of pelvic pain ("pelvic pain after essure insertion/ pain / localised pain, sometimes stabbing") and pelvic inflammatory disease ("pid") in a 35 year-old female patient who had essure inserted (lot no. C51348) for female sterilisation. Additional non-serious events are detailed below. Product or product use issues identified: device monitoring procedure not performed ("she has had no ultrasound scan done after the procedure to look at the position"). The patient had a medical history of polycystic ovaries in 2008, pain menstrual in 2006 and pelvic adhesions, vaginal discharge, abdominal pain, leiomyoma nos, pyrexia, anal skin tags, facial flushing, fatigue, urticaria, trauma ear drum, overweight, irritable bowel syndrome, iron deficiency, musculoskeletal injury, bulimia, loss of weight, hair growth increased and nulliparous. Previously administered products included: doxycycline and metronidazole. Concurrent conditions were listed as adenomyosis and intermittent fever. On (B)(6) 2015, the patient had essure inserted. On (B)(6) 2018, 1004 days after essure insertion, she experienced pelvic inflammatory disease (seriousness criteria medically important and intervention required). Essure was removed on (B)(6) 2019. An unknown time later she experienced pelvic pain (seriousness criteria medically important and intervention required), dyspareunia ("dyspareunia"), bladder disorder ("urinary/bladder problems"), mental disorder ("psychological/psychiatric problems"), abdominal pain lower ("pain, including chronic pain"), genital haemorrhage ("abnormal bleeding"), device intolerance (" inability to tolerate the device"), vaginal discharge ("vaginal discharge") and pyrexia ("fever") and was found to have weight increased ("weight gain"). The patient was treated with antibiotics as well as surgery (laparoscopic hysterectomy with bilateral salpingectomy). At the time of the report, the outcomes for pelvic pain, pelvic inflammatory disease, dyspareunia, bladder disorder and mental disorder were unknown. The reporter considered abdominal pain lower, bladder disorder, device intolerance, dyspareunia, genital haemorrhage, mental disorder, pelvic inflammatory disease, pelvic pain, pyrexia, vaginal discharge and weight increased to be related to essure administration. The reporter commented: pain returned after hysterectomy, pelvic adhesions were suspected. Any continuing symptoms? Yes. Ultrasonically the devices appeared to be correctly positioned. Tonsillectomy bowel issues. Diagnostic results (normal ranges are provided in parenthesis if available): [magnetic resonance imaging] on (B)(6) 2018: bilateral adnexal metallic implants, presumed to represent the essure implants. Focal adenomyosis associated with the left lateral uterine wall; in 2020: fluid loculations within the pelvis, suggestive of pelvic adhesions. Ovaries appeared normal. [Pathology test] on (B)(6) 2019: histopathology report: macroscopic: partly-bisected uterus and cervix (9 cm fundus to cervix, approximately 6 cm laterally and 4 cm with attached tubes including the fimbrial ends. The ovaries are not present. Tissue has been stripped from the isthmic portion of both tubes to reveal luminal essure implant. The myometrium appears diffusely thickened with no focal lesions. Microscopy: the endometrium shows late secretory/menstrual features. There is no endometritis, hyperplasia, atypia or malignancy. Unremarkable myometrium and fallopian tubes. The cervix contains a microscopic benign leiomyoma, but is otherwise normal [physical examination] on (B)(6) 2018: examination: pyrexial. Abdo nad v/e: no cervix excitation ut n/s a/v adnexae normal but generally a little tender. No masses. Swabs. Diagnosis: pid ¿ secondary lo essure. No evidence of a perforation. [Ultrasound pelvis] on (B)(6) 2018: anteverted uterus normal in size and shape, ap = 44.1 mm, normal in echotexture. Endometrium regular measuring 8 mm. Normal appearances of both ovaries. No free fluid or any obvious adnexal cysts or masses. Us pelvis report: no abnormality seen. [Ultrasound scan] on (B)(6) 2015: satisfaction position. Concerning the injuries reported in this case, the following one/ones were described in patient¿s medical records: pelvic pain, lower abdominal pain, genital haemorrhage, device intolerance,vaginal discharge,weight gain, pyrexia. Quality-safety evaluation of ptc: for essure: unable to confirm complaint. The most recent follow-up information incorporated above includes data received on: 01-dec-2023: .lower abdominal pain, genital haemorrhage, device intolerance, vaginal discharge, weight gain, pyrexia event added. Reporters medical history added. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer (subsequently medically confirmed) and describes the occurrence of pelvic pain ("pelvic pain after essure insertion/ pain/localised pain, sometimes stabbing") and pelvic inflammatory disease ("pid") in a 35 year-old female patient who had essure inserted (lot no. C51348) for female sterilisation. Additional non-serious events are detailed below. Product or product use issues identified: device monitoring procedure not performed ("she has had no ultrasound scan done after the procedure to look at the position"). The patient had a medical history of polycystic ovaries in 2008, pain menstrual in 2006 and pelvic adhesions, vaginal discharge, abdominal pain, leiomyoma nos, pyrexia, anal skin tags, facial flushing, fatigue, urticaria, trauma ear drum, overweight, irritable bowel syndrome, iron deficiency, musculoskeletal injury, bulimia, loss of weight, hair growth increased and nulliparous. Previously administered products included: doxycycline and metronidazole. Concurrent conditions were listed as adenomyosis and intermittent fever. On (B)(6) 2015, the patient had essure inserted. On (B)(6) 2018, 1004 days after essure insertion, she experienced pelvic inflammatory disease (seriousness criteria medically important and intervention required). At an unknown time, she experienced pelvic pain (seriousness criteria medically important and intervention required), dyspareunia ("dyspareunia"), bladder disorder ("urinary/bladder problems"), mental disorder ("psychological/psychiatric problems"), abdominal pain lower ("a. Pain, including chronic pain"), genital haemorrhage (". Abnormal bleeding"), device intolerance (" inability to tolerate the device"), vaginal discharge ("vaginal discharge") and pyrexia ("fever") and was found to have weight increased ("weight gain"). The patient was treated with antibiotics as well as surgery (laparoscopic hysterectomy with bilateral salpingectomy). At the time of the report, the outcomes for pelvic pain, pelvic inflammatory disease, dyspareunia, bladder disorder and mental disorder were unknown. Essure was removed on (B)(6) 2019. The reporter considered abdominal pain lower, bladder disorder, device intolerance, dyspareunia, genital haemorrhage, mental disorder, pelvic inflammatory disease, pelvic pain, pyrexia, vaginal discharge and weight increased to be related to essure administration. The reporter commented: pain returned after hysterectomy, pelvic adhesions were suspected. Any continuing symptoms? Yes. Ultrasonically the devices appeared to be correctly positioned. Tonsillectomy bowel issues. Diagnostic results (normal ranges are provided in parenthesis if available): [magnetic resonance imaging] on (B)(6) 2018: bilateral adnexal metallic implants, presumed to represent the essure implants. Focal adenomyosis associated with the left lateral uterine wall; in 2020: fluid loculations within the pelvis, suggestive of pelvic adhesions. Ovaries appeared normal. [Pathology test] on (B)(6) 2019: histopathology report: macroscopic: partly-bisected uterus and cervix (9 cm fundus to cervix, approximately 6 cm laterally and 4 cm with attached tubes including the fimbrial ends. The ovaries are not present. Tissue has been stripped from the isthmic portion of both tubes to reveal luminal essure implant. The myometrium appears diffusely thickened with no focal lesions. Microscopy: the endometrium shows late secretory/menstrual features. There is no endometritis, hyperplasia, atypia or malignancy. Unremarkable myometrium and fallopian tubes. The cervix contains a microscopic benign leiomyoma, but is otherwise normal [physical examination] on (B)(6) 2018: examination: pyrexial. Abdo nad v/e: no cervix excitation ut n/s a/v adnexae normal but generally a little tender. No masses. Swabs. Diagnosis: pid ¿ secondary lo essure. No evidence of a perforation [ultrasound pelvis] on (B)(6) 2018: anteverted uterus normal in size and shape, ap = 44.1 mm, normal in echotexture. Endometrium regular measuring 8 mm. Normal appearances of both ovaries. No free fluid or any obvious adnexal cysts or masses. Us pelvis report: no abnormality seen. [Ultrasound scan] on (B)(6) 2015: satisfaction position. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. The most recent follow-up information incorporated above includes data received on: 01-jan-2024: quality safety evaluation of ptc. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.